Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced by a trans venous system due to myopotential and t wave oversensing, leading into inappropriate shock. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The electrode was returned in two segments, fractured (with complete separation of both the insulation and conductor coils) at approximately 24.5 centimeters from the terminal end. Visual examination identified sharp curves in the electrode body in the region approximately 2.5 centimeters (cm) from the terminal pin. Resistance testing found the electrode was electrically continuous indicating conductors are intact. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the observed curves. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced by a trans venous system due to myopotential and t wave oversensing, leading into inappropriate shock. No additional adverse patient effects were reported.